Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration. The patient reported becoming aware of filter migration, other than to the heart, approximately eleven years and four months post implant. The patient also reported the following events which they related to the filter: severe depression (medication and therapy), heart ablation, stress resulting in ileostomy and unmanageable type 2 diabetes. According to the medical record the patient had a history of deep venous thrombosis with pulmonary embolus and a contraindication to anticoagulation due to gastrointestinal bleeding. The filter was placed via the right internal jugular vein. A postprocedural venogram demonstrated good result with good positioning. There were no complicating features. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the diabetes, ileostomy and heart ablation could not be further clarified, nor an attributable diagnosis determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of deep venous thrombosis with pulmonary embolus and contraindication to anticoagulation due to gastrointestinal bleeding. The filter was deployed via the patient's right internal jugular vein. A postprocedural venogram demonstrated good result with good positioning. There were no complicating features.   Additional information received per the patient profile form (ppf) states that the patient experienced migration of the entire filter other than to the heart. The patient became aware of the reported events approximately eleven years and four months after the index procedure. The patient also experienced the following events which he related to the filter: severe depression (medication and therapy), heart ablation, stress resulting in ileostomy and unmanageable type 2 diabetes.